Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that during the insertion of the delivery system through an introducer sheath, the vascular stent opened partially and got stuck. The entire delivery system was removed along with the introducer sheath. Another stent of the same brand was used to complete the procedure successfully. No pt injury was reported.